Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the comb is bent and locking parts are stiff and hard to open. It was also not grasping skin. Event occurred during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). - product review of the zimmer skin graft mesher serial number (B)(6) by zimmer biomet new zealand on 23 jan 2020 revealed the comb is bent and locking parts are stiff. - repair of the device was performed by chemtronics on 20 march 2020 which included replacement of the following: comb. Additional repair included cleaning of the device. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. - review of the device history record(s) identified no deviations or anomalies during manufacturing. - device is used for treatment. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. - the event is confirmed.

Event description:
There is no additional information.